Event description:
Customer reportedly received results of 126 mg/dl and 49 mg/dl within 10 minutes on the compact plus system. Low blood glucose symptoms were reported with these results. Customer was able to self treat with glucose tablets. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.